Event description:
It was reported that the pump exhibited system failure. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front corners, the bottom case was cracked by the l-bracket screws, and the plunger head was cracked by all the screws. A review of the event history log identified force sensor test error. During functional testing using check and force sensor test the reported issue of check force sensor test error was found at during power up. The root cause of the problem was the force sensor was out calibration as a result of normal wear and the pump being over 15 years old. Performed preventative maintenance and all functional testing which passed. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).